Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ped2 pipeline failed to open proximally and was stuck in the middle of the marksman catheter during delivery and detached in the catheter. While pushing pipeline flex shield 4.75x25 mm through marksman micro-catheter it stuck and failed to be pushed along the microcatheter or the opposite side and another microcatheter marksman and another pipeline flex 5x25 was used and it was easily deployed. Another microcatheter was used and the pipeline flex was introduced and deployed easily and smoothly. The catheter was flushed continuously with heparinized saline. The physician released the load in the system in an attempt to resolve the issue. The issue did not resolve. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The catheter and pushwire were not damaged. The patient was being treated for an unruptured, fusiform aneurysm in the left carotid artery. The max diameter was 19mm and the neck diameter was 7m. The distal landing zone was 3.5mm and the proximal landing zone was 3.7mm. Vessel tortuosity was minimal. The access vessel in the femoral artery. No patient symptoms or complications were reported.  Ancillary devices: mach 8f guide catheter, transend guidewire.